Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during initial interrogation of the cardiac resynchronization therapy defibrillator (crt-d), the battery longevity status bar was gray. The device was not used and there was no patient involvement.